Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was being extracted due to exhibiting noise which was oversensed resulting in pacing inhibition. The healthcare provider (hcp) indicated that they were able to reproduce noise in the clinic. The hcp also noted that there was no documentation for the length of pacing inhibition that occurred, and the patient exhibited pre-syncope symptoms. No additional adverse patient effects were reported.